Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and delivered 2 inappropriate shock therapies. Additional information indicates that this patient had a twiddler's syndrome. This rv lead was successfully repositioned and still remains in service. No additional adverse patient effects were reported.